Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima IV catheter safety system caused an allergic reaction in the patient. No medical intervention was reported.

Manufacturer narrative:
Investigation summary: a lot number could not be submitted for this complaint, and could not be determined from the photographs provided, preventing our investigation team from conducting a device history review. Although the photograph submitted by the facility clearly shows the reaction suffered by the patient, without the aforementioned lot number we were unable to cross reference this event with the associated certificate of sterility or determine the root case for this event. Bd will continue to track and trend for this issue. If the affected lot number can be determined this complaint may be revisited. No corrective action was performed since this issue could not be confirmed as manufacturing related.

Event description:
It was reported that bd saf-t-intima IV catheter safety system caused an allergic reaction in the patient. No medical intervention was reported.